Event description:
This male pt had one cypher stent implanted in his proximal left anterior descending artery (lad) in 2004, following an acute myocardial infarction (mi). In 2006, he suffered very late stent thrombosis, leading to another mi. The pt underwent cardiac surgery in 2004, following an acute myocardial infarction. During this surgery, a cypher stent was implanted in his proximal left anterior descending artery. Post procedure, he was prescribed plavix for three months. In 2006, the pt suffered a thrombosis at the site of the stent, causing serious personal injury, including a myocardial infarction.

Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 380 mg/dl. The mother stated that the customer woke up with stomach pain prior to the event. The customer had also been sick with the flu one week earlier. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Info contained in a legal file indicates that a pt experienced a thrombotic event and a myocardial infarction after having a cypher stent implanted. The pt's medical history, vessel/lesion characteristics and procedural details are all unk. The indication for the procedure was an acute myocardial infarction. An unk cypher stent was implanted in the pt's proximal left anterior descending artery. The pt was prescribed plavix for three months post-procedure. Approx twenty-one months later, the pt experienced a thrombotic event with a myocardial infarction. There is no other info available. The product was not returned for eval and testing. The sterile lot number for the device is unk, therefore, a device history report review could not be conducted. Myocardial infarction and thrombosis are known potential adverse events associated with coronary stent implantation. Without more pertinent info, it is not possible to determine what factors may have contributed to this event.

Manufacturer narrative:
Additional information received states that the suffered a myocardial infarction on (B) (6) 2008 and was treated with CABG on (B) (6) 2006. Information contained in the medical records of a legal file indicates that a patient experienced a thrombotic event and a myocardial infarction after having a cypher stent implanted. The legal file initially indicated that the patient experienced mi and stent thrombosis. The patient's medical history is significant for smoking and alcohol on the weekends. The indication for the procedure was an acute myocardial infarction. The target lesion was the proximal left anterior descending artery (lad). The lesion was described as long, type c and 90% stenosed. An unknown cypher stent was implanted in the lesion without issue. Approximately twenty months later, the patient was admitted with an acute myocardial infarction. Cardiac catheterization performed at that time revealed a 50% stenosed left main artery, 100% occluded lad at the ostium and 85% stenosis on the right coronary artery. Bypass surgery was performed to treat the event. The medical records indicate that the patient was advised to discontinue plavix two months prior to the event occurring. The patient was also on alcohol withdrawal protocol while in the hospital for open heart surgery. There is no mention of thrombus in the lad from the cath lab report performed prior to open heart surgery. The sterile lot number for the device is unknown therefore a device history report review could not be conducted. Myocardial infarction and thrombosis are known potential adverse events associated with coronary stent implantation. Review of the information provided suggests that patient factors (smoking, etoh abuse) and/or pharmacological factors may have contributed to the reported event.

Manufacturer narrative:
Additional information was received and the following was noted: the patient is a (B) (6) man, who came to the emergency room with mid sternal chest pain. The patient points to an area of the lower sternum and describes he had severe pain at that point. There was no radiation. He does admit to diaphoresis. Past medical history: no history of hypertension or diabetes mellitus. Past surgical history: appendectomy family history: father died of lung cancer, he was a smoker. Cholesterol was abnormal. The patient had a stress thallium test which was found to be normal. Review of systems: essentially negative EKG shows a normal sinus rhythm, early repolarization changes, inferior t wave inversions. Troponin is elevated. Impression: non-q myocardial infarction, unstable angina. The patient had one cypher stent implanted in his proximal left anterior descending (lad) artery on (B) (6) 2004. Post procedure, he was prescribed plavix for 3 months. On (B) (6) 2006, he suffered very late stent thrombosis, and was diagnosed with an acute myocardial infarction and underwent bypass surgery. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
On 03/30: customer reports (B) (6) outpatient female having a CT abdomen/pelvis with contrast for pain. IV access was the left antecubital with a 22ga angiocath. The optiray prefilled syringe was connected to IV access with coeur medical system coiled tubing and a smart site (cardio health) needleless valve. Injection protocol was 3ml/sec for 120ml volume. Approximately 10ml of contrast infiltrated. Patient stated pain and numbness in the left hand fingers, but not the pinky finger. Minor swelling was observed. Patient was treated with an ice pak for approximately 15 minutes, observed by the radiologist, then discharged to home with instructions to call if the swelling and numbness did not resolve by morning. Customer has not heard back from the patient.